Manufacturer narrative:
(B)(4).

Event description:
It was reported that an arterial line was inserted into the (B)(6) female patient's right radial artery on (B)(6). (B)(6), the user was unable to pick up waveform readings and was unable to perform a blood draw. The user reported that they repeatedly flushed the line, but it was still not able to work. As a result, the device was removed and a new radial catheter was placed into the patient's left radial artery to successfully perform the procedure. There was no delay, death, complication, or harm to the patient as a result of this occurrence.